Event description:
The ge oec 9800 fluoroscopy system displayed interlock failure error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and generally this issue is related to the generator interface/fluor functions pcb issues. The anomaly is not expected to recur with replacement of the specific pcb to resolve issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.